Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure and bent cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Using the pod 5 / page 55. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change (figure 5-24 on the next page). If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the patient's blood glucose reached 367mg/dl while wearing the pod on her arm for between 36 and 48 hours. The patient bumped the pod and it caused pain. The mother stated that the pink slide did not move forward, indicating the pod did not deploy properly. There had been recent setting changes, the patient had increased her basal after the doctor had decreased it due to her levels being high. Treatment included giving a correction and then changing the pod. Insulin had been suspended for 8 minutes prior to blood glucose levels increasing. The mother also reported that the cannula appeared bent at a 45 degree angle when the pod was removed. The patient's blood glucose history is as follows: (B)(6).